Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse discovered that there was no display on monitor control system (mcs) monitor intermittently, fse tried to restart but the mcs monitor became blue screen, which indicates the issue with flexviewing pc. The cause of the flexviewing pc failure was not conclusively determined by the supplier's part analysis, however found another failure was mother board, failure description is unable to boot up. To resolve the issue, the fse replaced the flexviewing pc and reinstalled the software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.